Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had noise that was inhibiting pacing. Upon review, the noise was reproducible through coughing and possibly causing myopotential oversensing. Programming changes were discussed; however, no further information was reported.